Event description:
It was reported the patient experienced renal failure. The hcp had inquired regarding adjusting dose to prevent toxic drug levels. The drug in the pump was baclofen. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.